Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 1215164. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd luer-lok¿ tip syringe, the stopper was jammed, thus leading to plunger-movement difficulties and the creation of debris within the cannula. The following information was provided by the initial reporter: syringe plunger sticking on to inside wall of certain syringes, deteriorates, creating debris, and mixing with intravenous medication.